Event description:
A tandem mobi cartridge alarm was reported during the load process, and the customer confirmed that the alarm had not previously been experienced with this pump. Despite attempts to reload and resume insulin therapy, the cartridge alarm persisted, and insulin delivery could not be successfully resumed. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by instructing a bolus delivery, providing storage mode instructions, and arranging for a replacement pump with updated software to be shipped, along with replacement cartridges for those affected by the alarms and occlusions. The customer was advised to use mdi as a backup therapy and acknowledged the necessary steps for receiving and returning the equipment.